Manufacturer narrative:
Correction- section g3: the date received by manufacturer was missing in 2017865-2025-64713, which was 28 may 2025.

Event description:
It was reported that the right ventricular (rv) lead was explanted for an unknown reason on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Correction: section g2- added concomitant products. The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
New information received notes that the right ventricular (rv) lead exhibited loss of capture and was dislodged. Diagnostic imaging confirmed the lead dislodgement. The patient was in stable condition.

Event description:
It was reported that the patient's pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted for an unknown reason on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Correction- section b5 and h10: the patient's whole system was explanted on (B)(6) 2025. Added related report numbers for the pacemaker and the right atrial lead reports.